Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, it was reported that the patient¿s cgm was reading high mg/dl. Therefore, the patient self-treated with 5 units of insulin. The patient was experiencing nausea, vomiting, and diarrhea. At an unknown time after treating with insulin, the patient realized the cgm was inaccurate as her bg meter reading was 186 mg/dl. The patient panicked and she contacted her husband. The patient¿s husband took her to the hospital and there, the patient was treated with IV zofran for nausea. No further bg/cgm comparison values were provided for this event. The patient was discharged home after approximately 6 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.